Event description:
Customer's mother reported that the buttons on the insulin pump became unresponsive. The blood glucose reading was 230 mg/dl. She could not recall any significant event leading to these keypad issues. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with no button response due to unlocked connector on the lcd board. The device was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.